Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. Doctor stated that the eye was well formed until the end of the case where the eye shallowed and wouldn't stay formed. The valve was not explanted; however, the doctor stated that the patient was doing well.

Event description:
Shallow chamber.